Event description:
Medtronic received information that five days following the implant of a transcatheter bioprosthetic valve, the patient expired. The physician stated that the death was due to an embolic stroke that resulted after a dissection occurred from an abbott perclose closure device. The dissection was stented and clots were removed from the patient's leg, however the patient's condition did not improve. It was also reported that the patient had a history of chronic atrial fibrillation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).